Event description:
The company representative was following up on a list of patients whose generators were potentially at end of service when an internet search found that the patient had passed away. The cause of death was not listed. The funeral home reported that the patient passed away at the hospital. No additional relevant information has been received to date.

Event description:
Clinic notes were received from the hospital where the patient passed away. The notes stated that the patient had recently suffered from a viral upper respiratory infection when she was at home with her parents and gradually became less responsive. The parents called 911 when the patient became unresponsive. When the paramedics arrived the patient was unresponsive and unconscious in asystole. When the patient arrived at the emergency room she was in cardiopulmonary arrest and passed away in the emergency department. The death certificate was received and it indicated that the patient passed away from acute bronchopneumonia.